Manufacturer narrative:
(B)(4). Batch # unk we did not receive a .batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the knife was duller than expected in cutting, and the deployed staples were not formed properly at the first firing. The same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/13/2020. D4: batch # t5d82w. Device evaluation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.